Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent rmv was to be implanted in the esophagus to treat a stricture during a gastroscopy procedure performed on (B)(6) 2024. During the procedure, the tip of the device fell off when the stent was attempted to be released. The procedure was completed with another stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of tip detachment of device or device component. Blocks h7 and h9 have been corrected. Block h11: a wallflex esophageal fully covered stent was returned for analysis. The stent was returned fully covered and undeployed. Visual examination of the returned delivery system found the tip detached and the distal part of the inner sheath was damaged. No other damages were noted to the stent and the delivery system. The reported event of tip detached was confirmed as the device tip did not return. The investigation analysis concluded that this can be attributed to the manufacturing process. Additionally, visual inspection found damage on the distal part of the inner sheath, likely due to procedural factors such as the handling of the device, and the technique used by the physician during the procedure. Taking all available information into consideration, the overall root cause of the reported event is manufacturing deficiency. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. In april 2024, boston scientific initiated a non-conforming events prevention (ncep) investigation to further analyze an increase in "tip detachment of device or device component" complaints associated with the wallflex esophageal stents product family. The investigation found that the observed increase in complaints included devices manufactured from 01 november 2023 through 25 january 2024. A comprehensive review of the manufacturing process was conducted as part of the investigation to determine if factors within the manufacturing process (i.e., process changes, maintenance routines, calibration activity, materials, personnel, environment, and manufacturing work instructions) could have contributed to overall tip adhesion performance. Although a definitive root cause was not identified, overall manufacturing variation was reduced by modifying maintenance routines associated with process inputs (pad change in tip bond fixture), implementing a material change (glue), and reinforcing training/review of manufacturing work instructions. As a result of this investigation, boston scientific placed a ship hold on all impacted wallflex esophageal stent system products manufactured from 01 november 2023 through 25 january 2024. Boston scientific also initiated a voluntary medical device removal of impacted batches (i.e., products manufactured between 01 november 2023 and 25 january 2024) of the wallflex esophageal stent system in august 2024 (boston scientific ref. (B)(4)). A corrective and preventative action (CAPA) investigation has been opened to further investigate these events and determine if additional corrective actions are warranted to further enhance/optimize product performance. This investigation is currently in process.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of tip detachment of device or device component.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent rmv was to be implanted in the esophagus to treat a stricture during a gastroscopy procedure performed on (B)(6) 2024. During the procedure, the tip of the device fell off when the stent was attempted to be released. The procedure was completed with another stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of tip detachment of device or device component. Block h11: a wallflex esophageal fully covered stent was returned for analysis. The stent was returned fully covered and undeployed. Visual examination of the returned delivery system found the tip detached and the distal part of the inner sheath was damaged. No other damages were noted to the stent and the delivery system. The reported event of tip detached was confirmed as the device tip did not return. The investigation analysis concluded that this can be attributed to the manufacturing process. Additionally, visual inspection found damage on the distal part of the inner sheath, likely due to procedural factors such as the handling of the device, and the technique used by the physician during the procedure. Taking all available information into consideration, the overall root cause of the reported event is manufacturing deficiency. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. In april 2024, boston scientific initiated a non-conforming events prevention (ncep) investigation to further analyze an increase in "tip detachment of device or device component" complaints associated with the wallflex esophageal stents product family. The investigation found that the observed increase in complaints included devices manufactured from 01 november 2023 through 25 january 2024. A comprehensive review of the manufacturing process was conducted as part of the investigation to determine if factors within the manufacturing process (i.e., process changes, maintenance routines, calibration activity, materials, personnel, environment, and manufacturing work instructions) could have contributed to overall tip adhesion performance. Although a definitive root cause was not identified, overall manufacturing variation was reduced by modifying maintenance routines associated with process inputs (pad change in tip bond fixture), implementing a material change (glue), and reinforcing training/review of manufacturing work instructions. As a result of this investigation, boston scientific placed a ship hold on all impacted wallflex esophageal stent system products manufactured from 01 november 2023 through 25 january 2024. Boston scientific also initiated a voluntary medical device removal of impacted batches (i.e., products manufactured between 01 november 2023 and 25 january 2024) of the wallflex esophageal stent system in august 2024 (boston scientific ref. (B)(4). A corrective and preventative action (CAPA) investigation has been opened to further investigate these events and determine if additional corrective actions are warranted to further enhance/optimize product performance. This investigation is currently in process.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent rmv was to be implanted in the esophagus to treat a stricture during a gastroscopy procedure performed on (B)(6) 2024. During the procedure, the tip of the device fell off when the stent was attempted to be released. The procedure was completed with another stent. There were no patient complications reported as a result of this event.